Event description:
(B)(4). It was reported that the vertier surgical table had a broken override panel and was taken out of service. There was no reported pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was not evaluated by the manufacturer. The customer reported, the override panel not functioning via a phone call to the technical support department. They requested a replacement override panel which they received to successfully repair the surgical table and return it to service. Evaluation summary - the customer reported the override panel of the surgical table not functioning via a phone call to the technical support department. It was reported that a user allegedly ran something into the override panel and it stopped functioning. The customer requested a replacement override panel which they received to successfully repair the surgical table and return it to service. The manufacturer did not receive the table for evaluation as the customer repaired it themselves on site. The override panel is used as a backup to the hand control of the table. If both the hand control and the override panel ceased to function during a surgical procedure, there may be a delay in the surgery and a potential for pt injury as a consequence of this delay or from moving the pt. However, in this case, there was no pt involvement. The override panel allegedly stopped functioning due to customer abuse.